Event description:
A healthcare worker stated that they had an illness because of a "leak" and experienced "wheezing" at one time. They have been seen by their personal physician. It is uncertain if the area where the sterilization is performed had adequate ventilation.